Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 63 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 295 mg/dl. Customer was advised that the sensor needs time to stabilize. Troubleshoot was performed and the customer stated that the last sensor reading is 184 mg/dl with arrows going up on the graph. Nothing further reported.